Event description:
It was reported that, the console arm is misaligned. There was no patient involved.

Manufacturer narrative:
The console components were not returned for analysis. However, the console was serviced on site by a field service engineer. During service, the reported arm misalignment event was confirmed. The arm was replaced and the event was resolved. A review of the ultrapulse duo hazard analysis was completed and confirmed that the event of articulated arm - misaligned was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device history record (DHR) review confirmed that the device met all material, assembly, and performance specifications. The device instructions for use (IFU) was reviewed. The IFU states: the articulated arm is a precision component; carefully handle and position the arm. Avoid arm collision with other objects or the ceiling in order to reduce risk of misalignment. An improperly oriented or misaligned articulated arm can reduce the quality or intensity of the laser beam and may result in unintended tissue effect. When the laser is not in use, the articulated arm should be stored in the articulated arm storage compartment, with the red protective in place. Based on the investigation results, it is likely that the device was used in a manner inconsistent with a written instruction in the IFU. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that, the console arm is misaligned. There was no patient involved.